Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing. Programming changes were made to resolve the issue. No patient condition or further information could be obtained.